Manufacturer narrative:
A cause for the report of elevation in pump power and estimated pump flow values was confirmed based on the evaluation of the returned device which revealed the presence of thrombus in the pump. The device was returned assembled with the driveline cut approximately 3.5 inches from the pump housing and the severed portion of the driveline was not returned. Upon disassembly of the device, examination of the blood tube/rotor outlet section revealed a non-laminated deposition situated around the outlet bearing cup. The deposition showed evidence of denaturation; however, it was not adhered to any of the device's surfaces, and the lack of laminated layering suggests that the deposition did not form in this location. Although its origins and duration of time for which it was present in the pump could not be conclusively determined, and the lack of circumferential contact marks on the outlet bearing cup and outlet cone section, indicate that the depositions were not likely present in the outlet stator while the pump was operating. Flat, non-laminated depositions were also present on and in-between the blades of the rotor. Areas of these depositions were hard and denatured, indicating that they were present while the pump was operating, but may have originated elsewhere. If present in the pump for an extended period of time, the depositions could have created additional resistance on the spinning rotor, potentially contributing to the report of elevations in pump power and estimated pump flow values. Correlations between the observed depositions and the patient¿s low inr could not be conclusively determined. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. The device has been returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, the patient was admitted due to a positive ramp test and high diastolic filling pressures. The patient had been experiencing intermittent high estimated pump flows and pump powers. IV integrilin was initiated upon admission. The patient¿s lactate dehydrogenase (ldh) level remained in the 700-800 u/l range and the patient's plasma free hemoglobin (pfhgb) level was 9.5 g/dl. A small amount of blood was observed upon urine analysis. The patient's inr was 1.8 upon admission with an inr goal of 1.8-2.2. It was reported that on (B)(6) 2016, the patient was on IV heparin to bridge their inr toward a higher value despite being in a therapeutic range. A pump exchange was subsequently performed on (B)(6) 2016.